Event description:
It was reported that during an x-ray examination this right atrial (ra) lead was noticed to be dislodged. The physician decided to explant and replace this lead. The lead is not expected to return. No additional adverse patient effects were reported.